Manufacturer narrative:
Service was not dispatched. No additional information was provided.

Event description:
Beckman coulter inc. (Bci) (B)(4) facility reported receiving damaged phosphorous reagent containers. No injury or operator exposure was reported.